Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator was giving inaccurate oxygen readings. The ventilator was not in use on a patient at the time the malfunction occurred.